Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: bell-bottom technique in iliac branch era: mid-term single stent graft performance. Pagliariccio, g., gatta, e., schiavon, s. Et al. Bell-bottom technique in iliac branch era: mid-term single stent graft performance. Cvir endovasc 3, 57 (2020). Https://doi.org/10.1186/s42155-020-00147-w. Average patient age, mean gender, exact date of implant: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients receiving standard evar combined with bellbottom technique (bbt). The following adverse events were reported: type ia, ib, ii endoleaks, the cause of the events are undetermined.